Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) exhibited high out-of-range (oor) pacing lead impedance(pli) measurement and increasing capture threshold. The cause was not determined. The patient is not pacer dependent and was evaluated by the physician. The field representative reported that the lead might be in the process of conductor fracture. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.